Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced fluctuating bg levels (41-400 mg/dl). Customer was taken to the emergency room on (B)(6) 2016 for a low bg level of 41 (mg/dl) and ketones determined to be dangerous. Reportedly, customer had elevated bg levels and ketones attributed to their addison's disease, and bg levels decreased after taking medication for their addison's disease and not eating as often as normal. Customer was admitted to the hospital on (B)(6) 2016 and was treated with insulin drips and steroids. Customer was released on (B)(6) 2016 and reinstated use of the pump. Troubleshooting of the pump with tandem technical support on (B)(6) 2016 indicated that pump was performing as intended. Customer indicated that health care provider would be contacted to discuss diabetes management.